Event description:
It was reported that during a shoulder arthroscopy procedure, metal flakes were sheared off the device and remain in the patients subacromial space. According to the reporter, the surgeon tried to remove the pieces with a shaver; not all pieces were removed. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received and an evaluation was conducted on the assembly. However, as received, the inner assembly was missing the shrink tubing. The complaint was confirmed. Visual evaluation revealed metal gouging all along the inner shaft. The cause of the event could not be determined from the information available and device evaluation. Device history record revealed nothing relevant to this event.based on the information provided and device evaluation, this type of event is most likely caused by excessive bending force applied to the device during use and/or the reprocessing of a single use device. This is the first complaint for this part/lot combination. The evaluation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.